Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up in clinic, the atrial lead exhibited low sensing, chest x-ray confirmed the dislodgement. The lead was explant and replaced without incident. No patient symptoms were reported.